Manufacturer narrative:
The insulin pump was received with blank due to severely cracked bleeding lcd glass. Analysis was unable to performed displacement, rewind, seating and basic occlusion due to blank display. The insulin pump was received cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's screen was no longer readable. Customer's blood glucose level was not reported. The device will be returned.